Manufacturer narrative:
Follow-up received on 05-may-2016 quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 09-may-2016 for the following (B)(4) preferred term: adverse reaction. The analysis in the global safety database revealed 03 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority. It refers to a female consumer who is scheduled for a hysterectomy due to many side effects from essure (fallopian tube occlusion insert). In this particular case, neither the medical reason for the hysterectomy nor the side effects consumer experienced were specified. However, she considered them as a serious injury. Although limited information was given; company considers a causal relationship with the suspect insert cannot be excluded, since a planned essure removal was mentioned. Therefore, a serious injury cannot be formally excluded, and this case is regarded as an incident. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 09-mar-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Consumer stated she was having many side effects which she was not told could possibly happen. She considered she had a serious injury and stated she will have a hysterectomy in (B)(6) 2016. Company causality comment:this non-medically confirmed, spontaneous case report was received via regulatory authority. It refers to a female consumer who is scheduled for a hysterectomy due to many side effects from essure (fallopian tube occlusion insert).in this particular case, neither the medical reason for the hysterectomy nor the side effects consumer experienced were specified. However, she considered them as a serious injury. Although limited information was given; company considers a causal relationship with the suspect insert cannot be excluded, since a planned essure removal was mentioned. Therefore, a serious injury cannot be formally excluded, and this case is regarded as an incident. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.